Event description:
It was reported that one of patient's leads came loose, and then the she had a new ins (implantable neurostimulator) put in three days after loosening of the lead. It was unclear if there was a surgery pertaining to the loose lead. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1992: product type extension; product ID 3586, serial# (b)(5), implanted: (B)(6) 1992: product type lead; product ID 7433, serial# (B)(4), implanted: (B)(6) 1995: product type programmer; patient product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1992: product type extension; product ID 3586, serial# (B)(4), implanted: (B)(6) 1992: product type lead. (B)(4).